Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and severe stenosis preventing successful delivery of impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pre case planning occurred, 7mm axillary artery identified. Upon placing 5.5, the impella would not make the bend. The md tried multiple different options to pass the impella, but opted for an impella cp instead. The impella 5.5 had no defect and this was solely due to patient anatomy. The cp case is under a different case.